Event description:
A customer reported receiving multiple infusion flow errors during a vitrectomy procedure. The cassette was exchanged multiple times but the problem persisted. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the reported problem. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicated any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).